Event description:
It was reported by the customer's parent that the customer had high blood glucose levels of 24.5mmol/l. It was also reported that the customer received an unexpected restart alarm. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Unable to prime during prime compromised force sensor alarm test due to faulty fsr(gold). Pump passed unexpected restart alarm test. No alarms noted. (B)(4).